Event description:
Per the surgeon's report, this patient's device was not properly inserted into the cochlea. At initial activation, he could nto hear any sound. An xray confirmed that the device was not int he cochlea. The surgeon explanted the device in 2006 and reimplanted the pt with a new device.

Manufacturer narrative:
This is a final report.